Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the actual device evaluation. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual device, after having been rinsed and dried was tested for its gas transfer performance in accordance with the factory's shipping inspection protocol. Bovine blood was arranged to circulate in the oxygenator module under the certain conditions. No anomalies were revealed in the gas transfer performance of the actual device, with the obtained values meeting the factory specifications. The perfusion record and provided information were reviewed as follows. At 7:45 po2 was determined prior to the initiation of the extracorporeal circulation and noted to be 469mmhg. At 9:15, the extracorporeal circulation started. From the beginning of the circulation, the blood color was dark and spo2 was low. All the oxygen connections were checked to be normal. An oxygen tank was used but did not improve the situation. The actual device was changed out and the circulation was resumed @9:22. The o2 transfer became appropriate. At 9:18, po2 was 32.8mmhg and so2 was 51.7% with fio2 100% and the gas flow rate of 4.8l/min. At 9:25, after the change-out of the actual device, po2 was noted to be 560mmhg. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the actual device was normal product with no issue in the gas transfer performance. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the gases were hindered from being transferred adequately after 7:45 when the circulation started until 9:22 when the circulation resumed. There was no presence of clots inside the actual device when it was received. The possibility cannot be denied that clots dissolved within the passage of long period of time after the date of occurrence of this complaint. It is conceivable that water drops generated due to the wet lung phenomenon hindered the gases from being transferred sufficiently. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history records and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device during a procedure. Follow up communication with the user facility confirmed the following information; (1) it was reported the oxygenator membrane did not function; (2) the patient did not receive oxygenation while on bypass; (3) the problem was checked with central oxygen pressure and an oxygen tank was connected; (4) it took three minutes to connect a new oxygenator and during this time period the o2 saturation came to be low; (5) it was expected the problem was from the oxygenator membrane as all other conditions during the case were ok; (6) cpb was started at 9:15 am; (7) a dark blood color was noticed from the beginning; (8) spo2 monitoring showed less than 99% saturation; (9) oxygen connectors and central oxygen were checked and all connections were correct; (10) an oxygen tank with a 5 liter volume was used, but there was no change in patient oxygenation; (11) three minutes after going through necessary tasks on abg, we went off the pump and arterial and venous lines were clamped; (12) ventilation was started and in three minutes the oxygenator was replaced completely; (13) at 9:22 am cpb was started again; (14) this time there was proper oxygenation and blood had normal color after ardio and abg; and (15) there was no harm to the patient.